Event description:
Medtronic received information via literature regarding the outcomes of ECMO therapy in pediatric patients undergoing norwood operations, particularly focusing on hemodynamic or respiratory complications post-operation. The time frame of this study was: 2007 to 2022, with follow-up data available for a median duration of 4.8 years after discharge. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: medtronic biomedicus cortiva coated (8f) arterial cannulas (for neonates) medtronic biomedicus life support (9f) cannulas (in the aorta) medtronic dlp carmeda coated (16f, 18f) venous cannulas. Deaths occurred in the study population. Based on the available information, none of the deaths were attributed to medtronic product. The causes of death were: hospital mortality post-ECMO weaning: 80% of patients with tapvc and norwood procedure (page x), and fontan failure during follow-up: 1 patient (page y) among all patients, adverse events included: sepsis, seizures, cerebral lesions, kidney injury requiring dialysis. Bleeding instances involved rethoracotomy, intracerebral bleeding, subdural haematoma and diffuse bowel bleeding.  Among all patients, malfunctions included: insufficient perfusion during venous cannulation in one patient. It was reported that switching the venous cannula to the right atrium was required due to insufficient perfusion. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Literature details: fabian seeber, niklas krenner, eva sames-dolzer, andreas tulzer, ishita srivastava, michaela kreuzer, roland mair, gregor gierlinger, mohammad-paimann nawrozi, rudolf mair, outcome after extracorporeal membrane oxygenation therapy in norwood patients before the bi directional glenn operation, european journal of cardio-thoracic surgery, volume 65, issue 4, april 2024, ezae153, https://doi.org/10.1093/ejcts/ezae153. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.